Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that a patient was presented in the emergency room after receiving shocks. During interrogation, device was found to be in back-up vvi mode and was past eri/eol. Battery performance alert notification went to the clinic 5 months ago via merlin.net transmission but no action was taken. The device was explanted and replaced. Patient¿s condition was stable before, during and after procedure.

Manufacturer narrative:
Additional information: the reported field event of backup vvi (bvvi) was confirmed in the laboratory. The cause of the bvvi remains unknown. The reported field event of bpa and the device being past eri/eol was not confirmed in the device image or session record. The device was tested in the laboratory and functioned normally.